Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that there was a split on a pta catheter. Reportedly, the catheter was flushed using a syringe, inserted into the patient, and at inflation, fluoro showed saline leaking from the catheter. The catheter was retracted without incident through the 8f sheath. Examination of the catheter after removal showed a split on the catheter. Another pta balloon was used to successfully complete the procedure. There was no patient injury.